Manufacturer narrative:
Product event summary: data files were returned and analyzed. Seven images were returned from the field. One image showed a system notice 50006 (a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled) on the console screen. Three images showed blood inside coaxial umbilical cable, two images showed blood inside both catheter coax connector and umbilical cable coax connector, and the last image showed two arctic front advance 28 used catheters with presence of blood inside one of the two balloons, one catheter was identified as lot number 24108, and on the other catheter the lot and serial are not visible. In conclusion, the reported issue was observed in the image files. The 2af283 balloon catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that replacing the balloon catheter resolved the issue.

Manufacturer narrative:
Continuation of d10 product ID: 203cx product type: coaxial umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon burst after one inflation and blood was aspirated into the coaxial umbilical cable. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 arctic front advance catheter with lot 24108 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported visible blood and double balloon damage was not observed during testing. The catheter failed the returned product inspection due to a leak and the detached outer balloon distal bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.